Manufacturer narrative:
(B)(4). The device history review for the product durahook 1/4 hook 10 pkg/bx 6 hks/pkg, lot number 73m1400048 did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the durahooks are dry rotting which is evident through the packaging. There was no patient involvement.